Manufacturer narrative:
The device investigation has been completed and the results are as follows: investigation methods/results: customer did not return the implant for inspection. Device history record review: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product review: no stock product from the reported lot# 6040295 was available for review. Root cause: the root cause cannot be explicitly determined. Customer did not return the implant for investigation. Customer did not report any issue with the implant. In addition, customer did not report any stability issue might be possibly causing the infection.

Manufacturer narrative:
The patient's weight was asked, but was not provided by the customer. (Expiration date and UDI) if/when this information is provided a medwatch follow-up report will be submitted. This information was not available at the time of this report. If/when this information is received a medwatch follow-up report will be submitted the device has not been returned. When/if the device is returned for evaluation, the new information will be submitted in a supplemental report.

Event description:
It was reported that a hahn tapered implant failed. The implant was placed on (B)(6) 2020 at tooth location #22. The patient returned on (B)(6) 2020 complaining of pain. After examination, the doctor noted that there was infection at the implant site. It was at that time that the implant was removed. The patient's pain disappeared after the implant was removed. The patient was type ii bone quality, and has no relative medical or dental history. There was no abnormality noted with the implant itself.